Event description:
A cracked and shattered touchscreen was reported by the caller, rendering the pump's touchscreen unresponsive and illegible. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The resolution involved the commitment to replace the pump by customer technical support. Customer reverted to manual injections for insulin therapy.